Event description:
On (B)(6) 2015, during a routine search of the maude database the following voluntary medwatch report (B)(4) associated with an acuvue oasys product was found. The event description: "after waiting a new contact lense for approx 8 hours in my right eye, I lost partial vision in that eye. I was diagnosed with a severe eye infection due to corneal scratches from this contact lense, that was deemed defective by a physician since the scratches were in a circular pattern." A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00hkq1 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).